Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The cadiere forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 2 lives remaining. Based on the information provided at this time, this complaint is being reported because the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury reported, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the cadiere forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. There was no report of patient injury related to the reported issue. The procedure was completed with a spare instrument. No instrument fragment fell inside the patient.